Event description:
Procedure: gynecological(B)(6) has informed that they have received a technovigilance claim reporting that the needle has broken and placed in the abdominal wall, reporter ID can't be provided by the agency. Anmat is not able to provide the current status of the patient only reporting that treatment was required and the the procedure took place sometime in (B)(6) 2015. Response to follow up also revealed that or time was extended but the amount of time was not known and that there was an x-ray needed solely for the purpose of finding the device component.

Manufacturer narrative:
(B)(4).